Event description:
It was reported difficulty was encountered deploying this filter via a right femoral approach which resulted in premature deployment and inappropriate placement in the right iliac vein. Another filter was successfully placed the following day without pt complications. A delivery system in the locked position, an introducer sheath and dilator were received, evaluated and retained by this MFR. The filter remains implanted and is therefore not available for evaluation. No problems were noted with the returned devices. It was indicated continual flushing of the carrier system during the implant procedure was not performed, which co believes may have contributed to this event. Directions for use state: "an inferior vena cavogram must be performed prior to titanium greenfield vena cava filter insertion. This procedure determines caval patency and diameter and is used to evaluate the inferior vena cava for the presence of thrombus and congenital anomalies... Do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe... The introducer catheter must be flushed through the flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure... Insufficient flushing can allow thrombus formation inside the titanium greenfield vena cava filter which can bind the legs and prevent complete opening upon release."